Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to flush the clip delivery system (cds) was not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did identify any similar incidents from the reported lot. All available information was investigated and a definite cause for the reported difficult to flush could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure there was difficulty with flushing. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. Two clips were implanted successfully, reducing mr 1. During deployment of the clip, the physician felt that flushing was slightly slower, like there was an obstruction during flushing. Flushing was abnormal from other procedures performed. There was no malfunction of the device; the clip was implanted successfully. There was no clinically adverse patient effect. The physician is very experienced and has performed 400+ procedures and just feels that flushing the liquid through the port appeared to be different than usual. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.